Event description:
It was reported that the bd¿ blunt fill needle had foreign matter within the fluid pathway which was found during use but prior to patient impact. The following information was provided by the client: "rn drew back air into the syringe prior to drawing up medication. When she drew back air, a red substance that looks very similar to blood went into the syringe. The rn had just unpackaged the needle and hooked it to the syringe and uncovered it. There was no puncture to her skin or medication or anything. The red substance came primarily from the needle when she drew back air."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 25-apr-2022. H6: investigation summary: it was reported a red substance came from the needle when air was drawn. To aid in the investigation, one sample with the plastic shield in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed. The luer lock and bottom of the syringe have residues of a brownish substance. The inner part of the needle hub has residues of the same substance. The needle and the outside of the needle hub appear clean as there is no presence of any foreign matter. No other defects or imperfections were observed. The sample was sent to a laboratory for further analysis. The testing confirmed the foreign matter in the syringe and needle hub as blood. The root cause of this defect is not known. The amount of blood in the needle hub and syringe is not enough to be from someone being poked by a needle. This product was produced and sterilized about eight months ago. By now, if this defect occurred during manufacturing, after sterilization and time passed the blood should be dried. The blood observed in the sample is liquid. A device history record review was completed for provided material number 305180, lot number 1238514. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be offered.

Event description:
It was reported that the bd¿ blunt fill needle had foreign matter within the fluid pathway which was found during use but prior to patient impact. The following information was provided by the client: "rn drew back air into the syringe prior to drawing up medication. When she drew back air, a red substance that looks very similar to blood went into the syringe. The rn had just unpackaged the needle and hooked it to the syringe and uncovered it. There was no puncture to her skin or medication or anything. The red substance came primarily from the needle when she drew back air."